Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim. It was reported, that all of a sudden, last night they realized the stimulator was not going on. 2 days ago it was working fine. Patient said, it seems like it is messed up, or got damaged or something. But it won't connect very well. And when it does, and they increase the power and it will not do anything. They've increased on the current program and tried other programs, but they don't feel the stimulation. Patient reported, their symptoms came back like pre surgery symptoms. Like before they got the implant. He feels like they have to go more often, urgency frequency and not being able to finish, and retention. They can tell it is not hitting. If they turn a certain way, they will feel it. It will start pulsating, then it will stop like sitting down or laying down. It won't go at all, but standing they can feel it. Before, it was doing great. They could feel it all the time. When it was working properly, it was helping their bladder. Now it feels like they don't have anything in them, even if they bump it up really, really high. Pt said, it feels like their neurostimulator is not working properly inside of their body. Patient said, he had no any falls or traumas. Reviewed some interstim therapy optimization information. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.